Event description:
The customer's father reported that the patient had a motor error alarm was display on insulin pump and now cannot finish priming procedure. The customer's blood glucose level was 300 mg/dl. The customer stated that the insulin pump was not exposed to a strong magnetic field or MRI. The patient is not able to complete the rewind sequence. The patient was advised that the insulin pump needs to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.